Manufacturer narrative:
Device has been received and is in the evaluation process.

Event description:
On an unknown date, patient was implanted with zero-p at c5-c6. Patient experienced post-operative pain and x-rays revealed a non-union. Surgeon explanted the zero-p system and implanted a vectra plate using an iliac crest bone graft as the spacer. This is the third of three reports for this event.